Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient allegation occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred frequently between 10/28/2024 and 11/2/2025. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).